Event description:
It was reported that the bd nexiva¿ closed IV catheter system tube burst when applying pressure during the contrast injection, causing blood to leak out. The following information was provided by the initial reporter, translated from norwegian: "the pressure applied to this cannula was 3ml per second when the tube burst. This is far below what it should withstand... Update: description of event: (this event happens during a CT procedure with contrast administration) pvc was checked with nacl bolus 20ml, prior to administrating contrast injection. Vein or catheter might have been kinked when the patient placed arms on chest, prior to the contrast injection... After the procedure of checking, the contrast injection starts with the arm in a straight position, after the injection the arm is again placed on the chest before the actual scan starts. The protocol for injecting contrast is using a machine with pressure set to 325 psi. Unused (before use). This was an unused venous cannula, the incident occurred during use. We have preserved this broken specimen, in original packaging.. Incident happened during procedure (new catheter taken from an unopened package). Used (during or after use). The venous cannula was used for a contrast injection. Pvc was used for contrast administration/injection. When the catheter burst, blood ran out of the catheter and on to the ¿table¿ important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. Could you please provide a date of event? "(B)(6) 2023".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation (physical sample returned): one physical sample and three photos were provided to our quality team for evaluation. A review of the device history record was performed for the reported lot: 2173237, and no quality issues were found during production. Our quality engineer reviewed the provided samples and photos and observed a 20 gauge nexiva single port device with deformed tubing. The returned tubing was used and was observed to be ruptured. The engineer also noticed that in the photos the injection equipment and their settings were visible. The pressure limit was observed to be set at 325psi with a peak injection pressure of 343psi. These settings are too high to be used with this device and can result in the observed damage to the unit. Therefore, based off the provided sample and photos the engineer was able to verify the reported defect. It was determined that the damaged tubing was likely caused by the overpressurization of the device during use. The manufacturing facility has been notified of this incident and the findings. H3 other text: see manufacturer narrative.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tube burst when applying pressure during the contrast injection, causing blood to leak out. The following information was provided by the initial reporter, translated from norwegian: "the pressure applied to this cannula was 3ml per second when the tube burst. This is far below what it should withstand. Update: description of event: (this event happens during a CT procedure with contrast administration) pvc was checked with nacl bolus 20ml, prior to administrating contrast injection. Vein or catheter might have been kinked when the patient placed arms on chest, prior to the contrast injection. After the procedure of checking, the contrast injection starts with the arm in a straight position, after the injection the arm is again placed on the chest before the actual scan starts. The protocol for injecting contrast is using a machine with pressure set to 325 psi. Unused (before use). This was an unused venous cannula, the incident occurred during use. We have preserved this broken specimen, in original packaging. Incident happened during procedure (new catheter taken from an unopened package) used (during or after use). The venous cannula was used for a contrast injection. Pvc was used for contrast administration/injection. When the catheter burst, blood ran out of the catheter and on to the ¿table.¿ important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. Could you please provide a date of event? 9. August 2023."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tube burst when applying pressure during the contrast injection, causing blood to leak out. The following information was provided by the initial reporter, translated from norwegian: "the pressure applied to this cannula was 3ml per second when the tube burst. This is far below what it should withstand... Update: description of event: (this event happens during a CT procedure with contrast administration) pvc was checked with nacl bolus 20ml, prior to administrating contrast injection. Vein or catheter might have been kinked when the patient placed arms on chest, prior to the contrast injection... After the procedure of checking, the contrast injection starts with the arm in a straight position, after the injection the arm is again placed on the chest before the actual scan starts. The protocol for injecting contrast is using a machine with pressure set to 325 psi... ¿ unused (before use). This was an unused venous cannula, the incident occurred during use. We have preserved this broken specimen, in original packaging.. Incident happened during procedure (new catheter taken from an unopened package) ¿ used (during or after use). The venous cannula was used for a contrast injection. Pvc was used for contrast administration/injection. When the catheter burst, blood ran out of the catheter and on to the ¿table¿ important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication... ¿has there been any patient impact (serious injury, medical intervention, change of treatment required)? No ¿could you please provide a date of event? (B)(6) 2023."

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation, but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2173237, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observe a 20 gauge nexiva single port device with deformed tubing. The tubing appeared to be over pressurized. The engineer also noticed that in the photos the injection equipment and their settings were visible. The pressure limit was observed to be set at 325psi with a peak injection pressure of 343psi. These settings are too high to be used with this device and can result in the observed damage to the unit. Therefore, based off the provided photos the engineer was able to verify the reported defect. It was determined that the damaged tubing was likely caused by the over pressurization of the device during use.